Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the battery voltage currently measured 2.64v and that it should have lasted longer. The patient is 100% a and v paced. The device currently remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) primary analysis finding: battery depletion-normal.

Event description:
It was reported the battery voltage currently measured 2.64v and that "it should have lasted longer." The patient is 100% a and v paced. The device was explanted and replaced. There were no patient complications reported as a result of this event.

Event description:
It was reported the battery voltage currently measured 2.64v and that it should have lasted longer. The patient is 100% a and v paced. The device was explanted and replaced. There were no patient complications reported as a result of this event.